Event description:
During product evaluation, the pump's batteries were found to be damaged. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.